Event description:
It was reported that the right atrial (ra) lead had dislodged. It was noted that the helix was not extended when fluoroscopy was performed, indicating issues with helix extension. It was also mentioned the threshold did not look up to standard. The boston scientific representative noted that he did not believe the physician technique contributed to the helix retracting. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. A continuity test, hipot test, wire insertion test, and a helix mechanism test were conducted. The dislodgement was not confirmed through the product analysis, however, based upon the field report, the dislodgement was a known inherent risk of device. The high capture threshold allegation could not be confirmed as there were normal lead resistance measurements, passing hipot test, and an inspection found that there were no conductor issues. The lead failed the helix mechanism test as the helix housing was clogged with dried blood/body fluid. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems as there was no prominent evidence that would indicate the cause of the helix issues.

Event description:
It was reported that the right atrial (ra) lead had dislodged. It was noted that the helix was not extended when fluoroscopy was performed, indicating issues with helix extension. It was also mentioned the threshold did not look up to standard. The boston scientific representative noted that he did not believe the physician technique contributed to the helix retracting. The lead was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.